Manufacturer narrative:
The device was returned to orthalign for evaluation by an orthalign engineer. The complaint could not be confirmed as the returned device passed all functional testing. Possible root causes for the reported incident include user misinterpreting display angles, user being not properly trained on surgical technique, or excessive material on the ankle disrupted one of the malleolor registrations. Orthalign will continue to monitor similar events and take action if necessary. No further action required at this time.

Event description:
When tibia registration was performed, it was set to varus, but there was a suspicion of valgus when visually observed. When the alignment was checked manually, it was clearly valgus. Tried tibial registration again, but the same issue occurred. Surgery was completed with kneealign. The surgery was performed on the right leg. The complaint event was found before the lantern setting and the resection.

Event description:
When tibia registration was performed, it was set to varus, but there was a suspicion of valgus when visually observed. When the alignment was checked manually, it was clearly valgus. Tried tibial registration again, but the same issue occurred. Surgery was completed with kneealign.

Manufacturer narrative:
At this time the device has not been returned for investigation by an orthalign engineer. If the device is returned, an investigation will be completed to confirm the complaint and establish a root cause if possible. A follow up report will be filed detailing the conclusions of the investigation.